Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: "what were the indications for surgery? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? No further information is available. Was the green checkmark visible at the end of the firing? No further information is available. How many counter-clockwise revolutions of the adjusting knob were used to open the device? No further information is available. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? No further information is available. Were the donuts inspected? Yes. There was no problem for the donuts. Were there any issues noted with staple formation? The staples at the upper half of the anastomosed site was not deployed, and it was completely opened. It was reported that the doctor commented that there were no staples in the leakage area of the anastomosis. Please clarify if: a. There were staples missing from the staple line no further information is available. B. Were there staples present in this area but malformed no staples were in this area. Was a leak test performed? Yes. If so, what type and what was the result? No problem. Was the staple line visualized endoscopically during the initial surgical procedure? No further information is available. What was observed at the site of the leak upon reoperation? No further information is available. Is the colostomy temporary or permanent? No further information is available. What is the current patient status? The patient's condition is stable as of oct. 20." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device was used for the dst anastomosis between the colon and the rectum on october 12. The gap setting scale marked 1.8mm. The donuts was created properly. Competitive device was used together with for dst. After the surgery, stool leaked a lot. Leakage occurred on october 15. A colostomy was performed to stop leakage on october 16. It was found the staples at the upper half of the anastomosed site was not deployed, and it was completely opened. Dr commented that there were no staples in the leakage area of the anastomosis. But there was no problem with the leak test during the initial procedure. There was no problem for the usage and action of the device. The patient is a (B)(6) years-old male. His weight is (B)(6) kg. He has parkinson¿s disease, and he is bedridden. The patient¿s condition is stable. He will be discharged from the hospital a week later. No further information is available.